Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing and was failing. Pause episodes were noted on recordings. Reprogramming was unable to resolve the issue so the physician elected to replace the lead. On (B)(6) 2018, the lead was capped and replaced. Patient was stable before, during, and after the procedure.